Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "IV pump stopped working in hallway while transporting patient to ICU. Message "discharged battery" turned red and held medications (no warning). Very sick patient and bp was sensitive to this. Pt rushed down the hall to plug pump into outlet." Customer advocacy received a copy of the customer's sus voluntarreport from the FDA which states, 'IV pump stopped working while pt was being transferred to unit pump read "discharge battery", and prevented meds from being given in route pump never alerted that battery was low pt rushed down the hall an dpump plugged into wall."

Manufacturer narrative:
Correction on initial report: b.1, d.11 (disregard 8015) & h.1, and patient code. Additional information provided: b.2, device codes.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
While pt was being transported to MRI, IV pump died within a min even though it had been plugged in and battery indicator was given, 3% saline at 30 ml/ hr was transported with him. No harm to patient. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "IV pump stopped working while pt was being transported to unit pump read "discharge battery," and prevented meds from being given in route pump never alerted that battery was low pt rushed down the hall and pump plugged into wall FDA safety report ID# (B)(4)."